Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging chronic cough, skin irritation on face, dizzy spells, and have watery teary eyes . There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging chronic cough, skin irritation on face, dizzy spells, and have watery teary eyes related to a CPAP device's sound abatement foam.there was no report of patient harm or injury. After the second attempt to have the device and components returned for evaluation, the customer stated that the device will not be returned. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on jan 10, 2024, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging chronic cough, skin irritation on the face, dizzy spells, watery, teary eyes, respiratory track irritation, asthma (new or worsening), and an inflammatory response related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Section h6 health effects: clinical codes has been updated in this report.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-88638-2 with incorrect sections b1, b2, h1, h6 and h11. Corrections to previous MDR are made in this report as follows. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging chronic cough, skin irritation on the face, dizzy spells, watery, teary eyes, respiratory track irritation, asthma (new or worsening), and an inflammatory response related to a CPAP device's sound abatement foam. Additional information received about the allegation of visualization of particles. Medical intervention was not specified. The section a3 and e1 was updated and sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected to adverse event (the product problem was checked in previous MDR). Section b2 was corrected to other serious or important medical events. (Previously it was blank). Section h1 was changed from malfunction to serious injury. Section h6- health effect - clinical code and impact code were updated. The manufacturer was previously missed to capture patient's gender, which was updated in this report.